Event description:
The company was informed in 2007 that the pt was admitted to the hosp for meningitis. The pt is currently being treated with IV antibiotics (type unknown). It was also reported that the pt has "significant mental status changes." Advanced bionics is currently in the processing of collecting additional info. Upon obtaining new info a follow up report will be sent.